Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The information submitted reflects all relevant data known at the time of this report. However, the cause of death has been requested. Analysis of the leads are process; the results will be forwarded when available. Evaluation summary: (B)(4) no anomalies found.

Event description:
Information noted the patient died approximately four months post implant of device. No further information is currently known. The cause of death has been requested and not received.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The information submitted reflects all relevant data known at the time of this report. However, the cause of death has been requested. Evaluation summary: (B)(4) the device was returned and analyzed and found to have no anomalies. (B)(4): the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on all conductors (not obstructed), outer tubing overlay with cosmetic environmental stress crack and the outer insulation had a cosmetic depression. (B)(4): the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that the outer insulation had cosmetic environmental stress cracking, metal ion oxidation and a cosmetic depression.

Event description:
Asku

Event description:
Information noted the patient died approximately four months post implant of device replacement. No further information is currently known. The cause of death has been requested and not received. Based on follow-up received, the patient died in hospice and no autopsy was performed. The copy of the death certificate was old and didn't include the cause of death. Any additional information received will be reported.